Manufacturer narrative:
Product analysis conclusion: the reported distal movement of the stent graft during removal of the delivery system could not be confirmed based on the limited images available. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Additional angiograms documenting the removal of the delivery system and the precise moment when the stent graft slipped to the level of the aortic bifurcation aorta were not available; therefore, the cause of the event cannot be determined. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure where the patient was being treated for a aaa, the endurant ii bifurcate slipped distally when the delivery system was retracted. The stent graft was then explanted, and open surgery was performed to resolve the event. There was noted to be no issues during deployment of the device, release or recapture of the tip capture or during distal deployment and retrieval of the ipsilateral limb. The external slider was used for deployment. Per the physician the cause could not be determined. It was confirmed the stent graft slipped down to the level of the aortic bifurcation. When the tip capture was closed , the stent graft was still in the correct position below the renal arteries. After the delivery system was brought together from the flow divider to the common iliac artery, x- rays were not performed and the main body had slipped several centimeters distally. The physician had experienced no difficulty in withdrawing it and the steps were followed per IFU. It was noted the physician is very exp erienced.

Manufacturer narrative:
Product analysis four still images were received for analysis. First image depicts an explanted stent graft on a table. Second image depicts an endurant delivery system handle. A peelaway label is attached to the handle however it cannot be read clearly due to poor image quality. Third image depicts the proximal section of an endurant delivery system on a table. Fourth image depicts the distal section of an endurant delivery system on a table. Blood or other biological material appears to be present on the distal end of the graft cover however this cannot be confirmed due to poor image quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.